Event description:
It was reported that the implant was difficult to insert. Another implant was used and that one fit well.

Manufacturer narrative:
This report will be amended when our investigation is complete.